Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, lapvue10, laparovue visibility system laparoscopic solutions, was being used during an lap chole procedure on (B)(6) 2026 when it was reported, ¿plastic came off into patient. Plastic piece was retrieved.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. The patient status was listed as ¿well¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.